Event description:
Left with the tampon inside of me, doctor removed tampon [foreign body in reproductive tract]. Went to take out tampon, the string broke right off the tampon / was left with the tampon inside of me [complication of device removal]. Tampon string broke off the tampon [device breakage]. Consumer contacted via e-mail and stated that when she went to take out her tampon, the string broke right off and she was left with the tampon inside of her and no string to properly remove it. No serious injury was reported.

Event description:
Left with the tampon inside of me, doctor removed tampon [foreign body in reproductive tract]. Went to take out tampon, the string broke right off the tampon/was left with the tampon inside of me [complication of device removal]. Tampon string broke off the tampon [device breakage]. Case description: consumer contacted via e-mail and stated that when she went to take out her tampon, the string broke right off and she was left with the tampon inside of her and no string to properly remove it. No serious injury was reported.